Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty open box and a winding former with a needle suture combination outside of the foil packet were received for analysis. The product code is sxpp2b405 double-armed. During the visual inspection of the needle suture, the swage and attachment area of the needles were noted as expected. The suture was dispensed without problems and examined along the strand and no anomalies were observed during evaluation. The product code sxpp2b405 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/7/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Pulling through tissue. Were there any patient consequences? No. It was reported that "...another surgeon had ctx needle pop off the suture." Was the previous incident reported to ethicon? If yes, please provide the pc number. All for same product code sxpp2b405. (B)(4) dr. (B)(6) (B)(4) dr. (B)(6) (B)(4) dr (B)(6) please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6) - orthopedic service line leader. (B)(6). Please send a return kit for suture. They have saved one from this lot number. Open but unused. Broken suture discarded by staff. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2024 and suture was used. It was reported by clinical lead that another surgeon had ctx needle pop off the suture during his orthopedic procedure on monday dec 9. Suture was discarded. There were no patient consequences reported. Additional information was requested.